Event description:
It was reported that one week post-operative checkup was carried out and the right atrial (ra) lead was confirmed to have increased pacing threshold. The x-ray photo of the patient's chest looked like the atrial lead was slightly dislodged. The patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management trend data shows threshold increased to 2.5 volts or greater by week of (B)(6) 2014, then decreased back to approximately 0.625 for rest of record through to (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).